Manufacturer narrative:
Battery cap stripped coin slot noted. Unit had cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads and scratched reservoir tube window.

Event description:
It was reported via phone call that battery cap was stripped and could not be removed. Caller attempted to remove battery cap with a quarter and flat head screw driver and was unsuccessful. Customer's blood glucose was 400 mg/dl. Caller was advised that insulin pump would need to be replaced.